Manufacturer narrative:
Postal code: (B)(6).

Event description:
Physician reported unknown side deflation. Device has been explanted.

Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified fold creases, fluids and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported left side deflation.